Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had displayed an early eri indicator which then reverted back to mol. It was further reported that following two commanded cap reforms the monitoring voltage dropped to an eri level yet the device still displayed an mol battery status. In addition, the ICD incorrectly labelled two sustained events as non-sustained.